Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas system would not calibrate. The user reported an original error message indicating "flow motor mechanical fault". A second attempt was made to calibrate, but an "o2 sensor and blender disagree" error message was displayed. The system was then powered off and back on and a third attempt to calibrate was made, to which the error message "blending gas motor mechanical fault" was displayed. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.